Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. Visual inspection of the device revealed no discrepancies. The shaft of the device was investigated for damage. Visual examination showed that the catheter shaft was buckled approximately 16.5cm from the tip. There was also damage to the infusion line/outer sheath in the form of a rupture. When the inner sheath is buckled it could cause fluid to back up inside of the outer sheath where the fluid could cause the outer sheath to rupture, as in this case. The rupture was approximately 62.5cm from the tip. The buckling of the inner sheath could be caused by pushing, pulling or torquing the device during the procedure. Functional testing of the device could not be done due to the damage of the catheter shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a loss of aspiration and a tear in the catheter. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral popliteal artery. Aspiration was initiated inside the body for approximately 30 seconds. However, an error message was displayed on the console. The device was removed from the patient and it was noticed that the outer coating kind of separated from the catheter itself and there was a tear on the catheter portion that was inside the patient. Balloon angioplasty was performed to complete the procedure. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
Additional information: age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that there was a loss of aspiration and a tear in the catheter. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral popliteal artery. Aspiration was initiated inside the body for approximately 30 seconds. However, an error message was displayed on the console. The device was removed from the patient and it was noticed that the outer coating kind of separated from the catheter itself and there was a tear on the catheter portion that was inside the patient. Balloon angioplasty was performed to complete the procedure. There were no patient complications and the patient's condition was fine.